Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver was analyzed and found customer reported non-intuitive instrument movement, with no issues observed during visual inspection. Failure analysis confirmed imprecise yaw motion consistent with the customer complaint; in-house testing showed the grip tips responded to commands with a noticeable lag or delay. The probable root cause of the customer reported issue cannot be determined based on the failure analysis results. Isi followed up with the initial reporter and obtained the following additional information: the surgeon head was in the hrsv. Surgeon attempting to manipulated instruments, failure was not related to inability move instrument. Instruments moved in the right distance and scaled. There was a little delay. No shakiness interface or collision occurred. The issue was during suturing and was persistent. There was no patient information available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the movement of the instrument was not intuitive. Visual inspection showed no issues. The procedure was completing as planned with no reported injury.